Manufacturer narrative:
The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. The instructions for use lists hemolysis and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's pump parameters were at baseline and the patient was discharged to home and is doing well following treatment.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital with symptoms of cholecystitis (nausea, abdominal pain, and abdominal distention), and elevated lactate dehydrogenase (ldh). The patient's inr was 2.5 (goal was 2.5-3). The patient was admitted to the hospital for suspected hemolysis, fluid overload and right heart failure. On (B)(6) 2015, the patient's ldh was 1271 u/l (previously 424 u/l). In addition to the coumadin, aspirin and persantine that the patient was already taking, the patient was treated with IV diuretics and bivalirudin. The patient's maximum plasma hemoglobin was 11 g/dl. No further information was provided.